Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the door failure was due to latch. A filed service engineer replaced all latches to new one to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system door continuously failed, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.